Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, infection, pain, increased sensitivity, mobility.